Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on (B)(6) 2018, the patient started noticing a shocking sensation that would occur randomly in their right leg usually when they were walking. No cause could be identified at the time of the report. Impedances were checked and found to be within normal limits. The rep was unable to recreate the shocking in the office. Reprogramming was performed to cover more into the feet. It was reported the shocking was resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They confirmed that the "shocking" the patient was feeling was like an "electrical short" that came out of nowhere. The patient's programmer was not connected when the shocking occurred but yet the stimulation intensity increased until the patient could contort their body the right way to make it stop. The patient did not describe it as "overstimulation". The rep checked with the patient to confirm that they have not felt the shocking again since the reprogramming on (B)(6) 2018. No further complications were reported or anticipated.